Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor displaying the pump speed as 0 or 65000 rpm was not confirmed. The system monitor (serial number (B)(6)) was not returned for analysis, and the issue was stated to have resolved upon rebooting the monitor. The provided log file was reviewed; however, the log file does not contain information about the system monitor. The pump maintained speeds above the low speed limit while connected to the driveline throughout the data. The root cause of the reported event was unable to be conclusively determined through this analysis. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. Review of the device history record for the system monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The monitor was shipped to the customer on 13mar2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's speed was displaying as a 0 or 65000 rpm on the system monitor. The system monitor restarted and the pump speed returned to the set speed. Upon review of the patient's log file it appeared that the staff of the facility did not change the setting of the low speed limit. The low speed limit was changed to 5000 rpm. The log file also noted low flow alarms.